Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was squirting out insulin during fill tubing. Caller also stated that the drive support cap was sticking out of the device. Blood glucose level at the time of the incident was 176 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, missing end cap sticker, cracked lcd window, protruded/loose drive support disk, cracked end cap and address/serial label missing.